Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that her daughter was unable to push insulin through the infusion set tubing. The patient's blood glucose at the time of incident is unknown. The customer changed the reservoir and the infusion set. The suspect infusion set and reservoir will be returned for analysis and a replacement of each product was shipped to the customer.